Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During deployment, at before point of no return, when deploying the billiary stent, the healthcare professional heard a cracking sound and since then the deployment didn't carry on and didn't manage to deploy the stent and no progress at all everything keep deploying the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2191346 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2191346 a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight structure, which may have resulted in a build-up of pressure likely causing introducer to compress and/or kink and leading to the stent deployment difficulties. Additionally, it¿s possible that the build-up of pressure when trying to deploy the stent could have caused the outer sheath to separate from the shuttle cap which would have potentially made the cracking sound reported. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to gather additional information however the customer could not provide additional information. Should additional information be made available, the file will be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the evo-fc-10-11-8-b device of lot number c2191346 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 24-jul-2025.